Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. Versacross connect laac access solution was select for use during a left atrium appendage closure (laac). The physician/implanter had difficulty with placing the fixed curve sheath with versacross dilator into the venous access at the skin site over the versacross rf wire. Per the md this may have been due to scarring and the transition of the sheath into the dilator. Heparin had just been given at this point. The physician inserted the versacriss and watchman into the patient and began preparing for the transseptal puncture. As the versacross and was were brought up into the inferior vena cava a thrombus was noted in the right atrium, at the versacross rf wire. The physician aspirated the thrombus out of the patient and then removed all devices from the patient. All the devices were reflushed and no clot was seen in the right atrium. The procedure was continued, and the physician positioned the was in the laa of the patient. The wds was inserted, but before the closure device could be deployed another thrombus was seen in the laa of the patient. The physician attempted to aspirate the thrombus out of the patient but was unsuccessful. The procedure was continued, and the closure device was quickly deployed and successfully implanted in the laa of the patient. All the devices were removed from the patient and no thrombus was seen within the left artium or right atrium. The patient will be kept overnight to be monitored and then discharged in the morning. Post procedure the patient did not experience any complications as a result of this event. The versacross devices are not returning for analysis. No issue with versacross rf wire nor dilator were reported. The clot was identified on the versacross wire in the ra, then separate sludge/clot noted in the distal portion of the laa. In the physician's opinion, the versacross rf wire did not contribute to the patient complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of thrombus was confirmed based on the media provided. The device's IFU lists thrombosis as a potential adverse event which may occur when using the device, and that only skilled professionals who understand the inherent risk of transseptal procedures should use the device. The IFU indicates to 'deliver a continuous heparinized solution,' along with 'thromboembolic episodes' as a possible adverse event while using the device. There is no evidence to suggest that the wire could have contributed to the occurrence of the adverse event reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. Versacross connect laac access solution was select for use during a left atrium appendage closure (laac). The physician/implanter had difficulty with placing the fixed curve sheath with versacross dilator into the venous access at the skin site over the versacross rf wire. Per the md this may have been due to scarring and the transition of the sheath into the dilator. Heparin had just been given at this point. The physician inserted the versacriss and watchman into the patient and began preparing for the transseptal puncture. As the versacross and was were brought up into the inferior vena cava a thrombus was noted in the right atrium, at the versacross rf wire. The physician aspirated the thrombus out of the patient and then removed all devices from the patient. All the devices were reflushed and no clot was seen in the right atrium. The procedure was continued, and the physician positioned the was in the laa of the patient. The wds was inserted, but before the closure device could be deployed another thrombus was seen in the laa of the patient. The physician attempted to aspirate the thrombus out of the patient but was unsuccessful. The procedure was continued, and the closure device was quickly deployed and successfully implanted in the laa of the patient. All the devices were removed from the patient and no thrombus was seen within the left artium or right atrium. The patient will be kept overnight to be monitored and then discharged in the morning. Post procedure the patient did not experience any complications as a result of this event. The versacross devices are not returning for analysis. No issue with versacross rf wire nor dilator were reported. The clot was identified on the versacross wire in the ra, then separate sludge/clot noted in the distal portion of the laa. In the physician's opinion, the versacross rf wire did not contribute to the patient complication.